Manufacturer narrative:
Additional narrative: additional procode: hsb. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2022, a long tfna nail with lag screw broke at the junction of the lag screw and the nail. The hardware was removed and the patient was revised to a total hip. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This report is for a tfna fenestrated screw 90mm. This is report 2 of 2 for (B)(4).